Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical damage to the scu board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
There was a burning smell coming from the ensite x amplifier. Biomed had opened up the back and saw visible charring on the voltage regulator on the board where the field frame cable connects. Replacement ordered and installed.

Manufacturer narrative:
Based on the information provided to abbott and the dws collect logs submitted, the occurrence of the reported event can be confirmed. The logs appear to show on (B)(6) 2025, a loss of amplifier communications and an attempting to reboot. The reboot showed an attempt to load the magnetics but shortly after or (during the power-on-self-test) a reload (or enumerate) of the boards happened. This new load did not power or list any magnetics and seemed to reload (repetitively) until power was removed from the amplifier (half hour later), which shortly later the clinical study was closed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.